Event description:
Patient stated that from his most recent v-go box he experience the needle button popping out before 24 hours on two of his v-go's. Patient stated that just when he was about to give himself his bolus clicks patient noticed that that the needle button popped out. Patient stated that he is applying the vgo device on his abdomen.

Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: the complaint about the needle button released event could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had unintentionally retracted during use.